Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having issues and needed to have a manufacturer representative (rep) check the implant. The patient reported the implant was not performing like it used to. The healthcare professional (hcp) thinks the lead may have slipped. The patient mentioned she had a fall/trauma, but not directly and the patient was not sure what was going on which is why she needed to have the implant checked. The patient was directed to follow up with their hcp. No further complications were reported.